Event description:
It was reported that the first clip fired completely fine. When the doctor pulled the device out of the trocar, he noticed that the bottom half of the jaws had detached from the applier. He had said that this is the second time that the jaws have detached like this in the past week.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with the bottom jaw missing from the device. The bottom jaw was not returned. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. Functional inspection could not be performed due to the condition of the returned sample. However, the device was disassembled in order to inspect the internal components. It was found that the clips were out of position and were stacking on one another in the channel. The channel pivot holes for the bottom jaw were deformed. The pivot holes were oblong in shape and the damage appeared to have been caused by a significant side pressure applied by the bottom jaw. Based on the observed damage, it appears that the bottom jaw was being pulled from the device which caused the side pressure on the pivot holes. After the pivot holes became damaged, the jaw became detached from the channel. The sample was returned with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "jaws detached from applier" was confirmed based upon the sample received. The sample was returned with the bottom jaw missing from the device. It was found that the channel pivot holes for the bottom jaw were oblong which appeared to have been caused by a significant side pressure applied by the bottom jaw. Based on the observed damage, it appears that the bottom jaw was being pulled out of the device which caused the side pressure on the pivot holes. After the pivot holes became damaged, the bottom jaw became detached from the channel. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73g1900465 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the first clip fired completely fine. When the doctor pulled the device out of the trocar, he noticed that the bottom half of the jaws had detached from the applier. He had said that this is the second time that the jaws have detached like this in the past week.